Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported when the department of neurosurgery of the facility performed PICC puncture, it was found that there was a discount when the tail end of the guidewire was disassembled, and the guidewire bifurcated only occurred during the process, and the hook could not be removed, resulting in puncture failure.

Event description:
It was reported when the department of neurosurgery of the facility performed PICC puncture, it was found that there was a discount when the tail end of the guidewire was disassembled, and the guidewire bifurcated only occurred during the process, and the hook could not be removed, resulting in puncture failure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire and one video of a guidewire and microintroducer was returned for evaluation. An initial visual observation of the photograph showed a small portion of a guidewire. The guidewire was observed to be slightly deformed, however, the weld tip of the guidewire could not be seen clearly in the returned photograph. An initial visual observation of the video showed an attempt to advance the guidewire through the microintroducer which was inserted in a patient. It was observed that the guidewire could not advance through the microintroducer. No other details of the damage were observed on the sample in the returned photograph and video. Although a damaged guidewire was evident in the submitted photograph and video, inspection of the photograph and video was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.